Event description:
It was reported that the universal handpiece was being used in a procedure to excise the vulva when the frequency alarm went off, causing the hand piece to shut down. The procedure was then completed using a scalpel to do a wide local incision. There were no additional patient or user injuries or adverse consequences.

Event description:
It was reported that the universal handpiece was being used in a procedure to excise the vulva when the frequency alarm went off, causing the hand piece to shut down. The procedure was then completed using a scalpel to do a wide local incision. There were no additional patient or user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the remaining devices have been received and after the quality investigation has been completed. Device not received.

Manufacturer narrative:
The tip in this investigation was disposed of by the customer and therefore not returned to stryker for proper evaluation. Based on subject matter expert consultation, it is known that having a sonopet tip on too tight or loose will cause the system to go out of frequency specification, causing loss of function in the handpiece.